Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms and upon changing the supplies on the pump, a malfunction code 1 was received. The customer's blood glucose (bg) level was in the 500 mg/dl range. A correction bolus was delivered to address the bg level. The bg level had returned to target level. During troubleshooting, the pump was unable to be reset. The customer was to manage diabetes with insulin injections.

Manufacturer narrative:
The reported issue could not be confirmed as the usb was inoperable and the device testing could not be completed as the device would not turn on.